Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a red x on display. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm or verify critical pump error (open book image) alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. No cracks on the pump were noted during physical inspection.